Event description:
During the procedure, the beacon tip royal flush plus flush catheter was being flushed at 20cc per second at 82 bar/1200 psi when the device fractured at one of the injection ports. The fractured portion of the catheter in the patient was removed.

Manufacturer narrative:
(B)(4). Event is still under investigation.